Manufacturer narrative:
Product complaint # (B)(4) investigation summary no device associated with this report was received for examination. 1) quantity manufactured: 10 2) date of manufacture: 01/24/2025 3) any anomalies or deviations identified in DHR: none 4) expiry date: 12/31/2034 5) IFU-0902-00-877. A records evaluation (mre) was not performed and no non-conformances related to the reported event were found. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot 1) quantity manufactured: 10 2) date of manufacture: 01/24/2025 3) any anomalies or deviations identified in DHR: none 4) expiry date: 12/31/2034 5) IFU-0902-00-877. A records evaluation (mre) was not performed and no non-conformances related to the reported event were found. H11 additional narrative: added: h4 corrected: d4 (expiry date, primary UDI number), h8

Event description:
It was reported that hair was found inside sterile packaging. There was only couple of minutes delay to get another implant. There was no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.